Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had some charged coupled device harness damage and there was no image. No reports of patient harm were associated with this event.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customers¿ allegation was confirmed. Additional device evaluation findings were as follows: the image blacks out when angulated, the bending section cover rubber was loose and non-olympus, unable to perform a leak test due to a loose non-olympus bending section cover rubber, the bending section cover rubber glue was missing, the angulation was low, and the insertion tube had a heavy dent. The dents on the insertion tube could have damage the ccd elements that causes the image to black-out when angulated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is likely due to the dent at the insertion section of the device, the internal component was pressed by some external stress and the ccd-cable (charge-coupled device cable) was broken and a connection failed due to the breakage of the ccd-cable, as a result image was unstable. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿important information ¿ please read before use. ¦precautions: caution. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¦precautions for disappeared or frozen endoscopic image: warning follow the precautions given below. Otherwise, the endoscopic image may disappear unexpectedly or the frozen image may not be restored during the examination. 3.8 inspection of the endoscopic system. ¦inspection of the endoscopic image. Confirm that the wli and nbi endoscopic images are normal. 5.1 troubleshooting: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2,¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described section 5.3, ¿withdrawal of the endoscope with an irregularity¿.¿ olympus will continue to monitor field performance for this device.